Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles on and off. The patient¿s blood glucose was 190 mg/dl at the time of the incident. Customer got a air bubble about the size of an eraser. The device is not expected to be returned for analysis.